Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation that the light could not be started was confirmed due to a faulty power unit. An additional issue with the cable connected to the temperature sensor inside the device was found to be damaged. The investigation is ongoing. Additional information on the event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light could not be started on the xenon light source. The light was off. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5 and d10).

Event description:
Addition information was supplied by the customer. The procedure was nasopharyngolaryngoscope. The supporting device was enf-v2/videoscope european version. The hospital finished the procedure with the same device and without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction. The lamp lighting function did not work properly to the faulty power supply unit. Olympus will continue to monitor field performance for this device.